Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced multiple components including the buffer valves, the buffer dispenser, the j-nozzle and the reference valve to resolve the issue. The primary failure mode could not be confirmed. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium (na) and potassium (k) on their au5800 clinical chemistry analyzer. The initial high patient results were not reported out of the laboratory. The patient samples were repeated and results were lower. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer only provided the na results for two (2) patient samples.